Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a blue screen.

Manufacturer narrative:
On (B)(6) 2018, (B)(6) at (B)(6) hospital center reported the cns-6201a (pu-621ra sn:(B)(6)) had a blue screen over the weekend. (B)(6) rebooted the unit and got it back up but he was concerned about the hard drive. Service requested: troubleshooting/assistance. Service performed: customer was instructed to exit the cns application and go into intel matrix sorage consul to check the hard drive health. Everything was good and there were no errors. Customr was fine with leaving it as it and was to call back later if it happened again. Investigation result: the cns was put into service on 05/12/13, which is over 5 years prior to the reported issue. There was a reported issue that the unit experienced a blue screen. The cns-6201a service manual revision g recommends that regular maintenance inspections be performed every 6 months. A maintenance check sheet is provided, which includes checking the operation of the unit and status of hardware information. In particular, internal sensor and hard drive condition should be checked through procedures outlined on section 5.11 of the service manual. This inspection would show the critical hardware information which would prompt user to perform needed maintenance. The condition of the hard drive was verified to be good. Customer was satisfied and did not want to take further action. The unit was not returned and nka evaluation was not performed. Condition and customer's maintenance information for the cns was not provided. Information on if the cns was connected to a ups or if the facility was experiencing power issues at the time of reported issue is not known. Based on the given information, the root cause could not be confirmed. There has not been a reported recurrence of this issue for the unit.

Manufacturer narrative:
Per the bme, restarting the system resolved the issue. He will call back if it happens again. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) had a blue screen.